Event description:
It was reported a peripheral angiogram, stenting of the left iliac artery and arthrectomy of the right superficial femoral artery (sfa) accessed from the left groin was performed. An angio-seal was deployed in the left groin. According to the physician, the patient was heavily anticoagulated for procedure. The patient was transported to his room. Before midnight, the patient strained hard to have a bowel movement and bleeding occurred from the left groin. The patient was placed in bed and manual pressure was applied. The next morning, an arterial doppler and c.t. Were performed to evaluate to groin before discharge. Deep venous thrombosis (dvt) was present in the left femoral vein. Medications were adjusted and the patient was recovering and was discharged the next day.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vasculare disease.